Manufacturer narrative:
(B)(4). Eval results: dissection.

Event description:
During the index procedure the pt had a 3.0 mm diameter x 15 mm length endeavor sprint rx drug-eluting stent implanted to the distal lcx. A dissection is reported to have occurred during the procedure. A 3.0 mm x 9 mm endeavor sprint stent was implanted, overlapping, to treat the dissection. The pt also had a 2.5 mm x 12 mm endeavor sprint stent implanted to the mid rca during the procedure. No other clinical sequelae were reported.